Event description:
It was reported that the pump battery would not charge, resulting in the pump shutting down. There was no reported adverse impact to customer's blood glucose level. The customer attempted to charge the battery using a wall outlet but was unsuccessful, as the connection was unstable or not recognized. Since a different adapter or cable was not available, technical support sent a replacement wall adapter. If the pump battery depleted before receiving the replacement, the customer planned to rely on alternative insulin management.